Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: al oss of prime with non-zero force event was observed in the black box. There were no loss of prime events during investigation. The force sensor calibration reading was observed to be high. The pump was opened and removed from the case. The force sensor resistance test failed with a reading of 7.2k ohms.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that frequent loss of prime alarms had occurred. Review of the alarm history found that there had been consistent auto off alarms which indicated that the auto off feature was enabled which required the patient to re-prime the pump. The reporter stated that the buttons had been pressed in the allotted time so that the pump should not have shut off and alleged that the pump was defective. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.